Event description:
Additional information was received for this case. The patient received an intervention to treat the endoleak. No additional clinical sequelae were reported and the patient is doing fine.

Event description:
An aneurx stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant is unknown. Current the aneurysm is 5.7cm. It was reported that the main body migrated distally into the sac due to disease progression and a type ia endoleak was also identified. No additional clinical sequelae were reported and the patient will continue to be monitored by the physician.

Manufacturer narrative:
(B)(4).